Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and protruded/loose drive support disk.

Event description:
The company representative reported that the customer's insulin pump had a loose drive support cap. The customer noticed the issue two days ago. There were no significant event's prior to the loose drive support cap. That customer's blood glucose readings were 234 mg/dl. The customer was advised to discontinue use of the insulin pump. The customer was sent a loaner insulin pump.